Event description:
In 2008, the sales rep reported that during a kit inspection, it was identified that the driver was bent. Additional info received on 01 oct 2008 via telephone, the sales rep reported that during a kit inspection, it was noted that the tips of the driver were bent. This malfunction has resulted in the past.

Manufacturer narrative:
The event did not occur in surgery. Evaluation is pending.